Manufacturer narrative:
The device evaluation confirmed the reported problem and it was noticed that one button on the caregiver controls did not function properly, causing the bed sections to move unexpectedly. The investigation is still ongoing. The results of the analysis will be provided to the next follow-up report.

Manufacturer narrative:
Following information reported by the customer franciscus gasthuis located in the netherlands, the enterprise 8000x raised unintended to the chair position (with the raised backrest and knee section of the bed). This issue was observed when the patient was lying on the bed. There was no injury. The device evaluation confirmed the reported problem and it was noticed that one button on the caregiver controls did not function properly and the control box was defective, causing the bed sections to move unexpectedly. These parts were replaced and functional testing confirmed the proper functionality of the bed. In summary, the involved enterprise 8000x was used with the patient when the bed moved to the chair position unintended. There was a malfunctioning button on the caregiver controls detected, therefore the bed did not meet the manufacturer¿s specifications. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to the unintended bed movement. The manufacturing date in section h4 was corrected.

Manufacturer narrative:
The analysis of all gathered information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Following information reported on (B)(6) 2020 by (B)(6) hospital in (B)(6), the enterprise 8000x bed moved unintended without any actions given by the user. A patient was lying on the bed when this issue occurred, however no injury or other medical consequences were reported to arjo.